Event description:
It was reported that the patient presented for the extraction of the right ventricular lead due to a history of oversensed noise. The patient was pacing-dependent, and noise resulted in pacing inhibition. The lead was explanted, without patient consequences.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
Additional information.